Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the tubes inner diameter printed on the flange was 8.0 mm. The presentation box also said 8.0 mm; however, that on the pilot balloon was 8.5 mm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One decontaminated sample was returned for investigation. Under visual inspection we observed the failure reported by customer - incorrect pilot balloon bonded to tracheostomy tube. The complaint was duplicated. The cause of the reported problem was traced to the manufacturing process. To increase awareness of operators we raised quality alert which was placed on affected workplace. Due to fact that there was no lot number provided we are unable to perform further containment actions, nor investigation of this incident. This is the first recorded customer complaint describing pilot balloon size and type mix-up raised against the manufacturer therefore it is considered to be an isolated incident only, without further actions required. No lot number was provided, therefore, DHR (device history review) could not be performed.